Event description:
Note: the date of the event is unknown. Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-02075, #3005099803-2009-02076, and #3005099803-2009-02077 for a description of the other devices. It was reported to boston scientific corporation in 2009, that a radial jaw 3 large capacity single-use biopsy forceps was used during a colonoscopy procedure according to the complainant, during the procedure, the forceps became stuck in the working channel. The physician was not able to remove the device from the colonoscope. The forceps and scope were removed from the patient in tandem and the procedure was ended. There were no patient complications reported as a result of this event. Additional information from the site indicated that upon visually inspecting the device during preparation, a slight bend was identified in the forceps.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.